Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic failure alarm occurred upon start up of the intra-aortic balloon pump (iabp) in the operating room. The catheter was removed an blood was noted in the catheter tubing. There was no reported patient injury.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing, sensor cable and connector was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 24.4cm from iab tip. The optical fiber was also found to be broken at this location. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The condition of the iab as received indicated a break in the inner lumen and optical fiber. It is difficult to determine when the breaks occurred but it is possibly a result of patient movement during the procedure. A kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported leak. The evaluation confirmed the reported events. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic failure alarm occurred upon start up of the intra-aortic balloon pump (iabp) in the operating room. The catheter was removed an blood was noted in the catheter tubing. There was no reported patient injury.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic failure alarm occurred upon start up of the intra-aortic balloon pump (iabp) in the operating room. The catheter was removed an blood was noted in the catheter tubing. There was no reported patient injury.